Event description:
It was reported that during testing the pump had an upstream occlusion failed. There was no patient involvement and harm.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 08-jan-2026. H3: one device was received for evaluation. Review of the service history identified no additional records related to the reported issue from the previous 12 months. The customer issue could not be confirmed. The downstream occlusion (dso) seal was replaced as a preventative maintenance. A dso/uso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.